Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event.

Manufacturer narrative:
A visual examination of the returned device found the clip half deployed with the clip assembly not returned. The yoke which was still attached to the control wire was actuated and deployed. The over sheath was cut at the distal end with approximately 1 inch not returned. A kink was noted in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
Reported event of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event.